Manufacturer narrative:
H3 device evaluation - the inserter was returned for evaluation without the distal fractured tip. The laser markings are crisp and legible. The gold knob was stuck upon return in the fully retracted position. Significantly more torque than the 18 in-lbs that could be applied via the handle supplied in the set was required to loosen the gold knob. The condition of the fracture location is in agreement with the results concluded in testing performed in which the inserter is overloaded to 160 in-lbs. No corrective action is recommended at this time due to the likelihood the failure can be attributed to an excessive load (torque) applied to the instrument. Review of device history records (B)(4) pieces of the reported lot were released without deviation or anomaly in april of 2018. Two-year complaint history review did not reveal a trend for reports of this nature for the reported part number.

Event description:
It was reported that a procedure was performed on august 20, 2022, in (B)(6), utilizing the surelok mis 3l pedicle screw system. During the procedure after the rod was inserted and the lock screws tightened, upon attempts to loosen the cl rod inserter (63-sp-9005) to release the rod it did not release. While manipulating the inserter for removal the tip broke. The broken tip was removed, and the procedure was completed utilizing the second inserter readily available in the set. As a result, there was a 15-30-minute delay to the procedure.

Event description:
It was reported that a procedure was performed on (B)(6) 2022, in saudi arabia, utilizing the surelok mis 3l pedicle screw system. During the procedure after the rod was inserted and the lock screws tightened, upon attempts to loosen the cl rod inserter (63-sp-9005) to release the rod it did not release. While manipulating the inserter for removal the tip broke. The broken tip was removed, and the procedure was completed utilizing the second inserter readily available in the set. As a result, there was a 15-30-minute delay to the procedure.

Manufacturer narrative:
Device evaluation - although the information provided indicates that they product is available for evaluation, it has yet to be received. Once received a follow-up medwatch report will be filed following investigation.